Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 1 false negative sars result (unknown if symptomatic or asymptomatic). Customer reporting results were confirmed positive by other rapid antigen tests. Several attempts were made to obtain further information from the customer without success.